Event description:
The report received from the affiliate indicated that the sakura fire star, 2.00x10 balloon burst when it was inflated to 18 atm over a tight and calcified lesion in the distal rca with 70% stenosis. There was no difficulty removing the product from the hoop. No kinks or other damage were noted prior to inserting the product into the pt. The device prepped normally. A medtronic indeflator was used in the procedure and the same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel as well as difficulty crossing the lesion. The catheter was never ever in an acute bend. The balloon inflated normally and deflated normally as well. The procedure was successfully completed with another fire star balloon, and there were no adverse consequences to the pt.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.